Event description:
Reference MDR # 1219856-2009-00349 for first event involving same patient (pt). It was reported that while in the cath lab, the second super arrow-flex (saf) sheath was inserted & iab again became stuck in saf sheath. As a result, md elected to use the non-saf sheath (teflon sheath) & access was obtained. Pt tolerated procedure well & remains in stable condition. Additional info received on 7/20/09 from sales rep states: july 17, 2009, upon meeting with perfusion services, details are as described: pt in cath lab, md opened another iab-05830-u. Due to difficulty with prior insertion into saf sheath, md attempted to insert iab, while wrapped, into saf sheath while all on sterile table. Still encountered difficulty inserting into saf, elected to use teflon sheath & both teflon sheath & iab inserted without incident. Md is quite familiar with arrow iab trays & insertion process. Perfusion did ask md if she would like to turn iab clockwise to aid in insertion of iab into saf sheath, which was declined. As of (B)(6), 2009, iab remains in pt & pt is stable.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional info becomes available.